Event description:
It was reported that the right atrial (ra) lead was revealed by chest x-ray to have dislodged. The lead was revised and repositioned remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.